Manufacturer narrative:
A ge service representative performed an on site investigation. Although the failure could not be duplicated the filmer mechanism failed to calibrate. The guide rails were cleaned and regreased. Suspect filmer mechanism to be the cause of table failures. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 2600 locked up due to table failures. The system had to be reinitialized in order to become operational. There was no adverse pt involvement reported. There was no pt info reported.